Event description:
It was reported that pump displayed non-resettable malfunction alarm code 16. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, was instructed to put pump into storage mode and return it with a prepaid label, and was informed that replacement pump would be provided and would require re-entering pump settings and reconnecting continuous glucose monitor, which customer understood and acknowledged.